Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia related to a history settings issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was at 505 mg/dl with large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and had discontinued pump therapy without any recent adjustment to pump settings. Customer support agent reviewed the event with the reporter. The reporter stated that on the event date the pump alarmed for empty cartridge but for 4 hours the patient did not respond to the alarm. This complaint is being reported because the patient experience serious hyperglycemia while on pump therapy. The bg excursion is attributable to a use error in that the user failed to address an empty cartridge warning appropriately.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data a replace cartridge alarm on the complaint date which was confirmed ~3 ½ hours later. There was no record of delivery being resumed. Visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. A ¿replace cartridge¿ and a ¿low cartridge¿ were duplicated in the investigation and the pump gave appropriate auditory alarm and displayed the correct message on the display screen. The reported history settings issue was not verified in the black box or duplicated in the investigation.